Event description:
It was reported by the rep that the (1) cdh21 was used during a low anterior resection procedure. It was reported that all of the staples did not form in the patient. The surgeon oversewed by hand. There was no consequence to the patient.